Event description:
During a left pneumonectomy procedure, after firing successfully across both pulmonary arteries, the dr. Attempted to fire across the left pulmonary vein, and it appeared as though only 1/4 of the staple lne was present. This resulted in bleeding that was controlled with suture ligatures. The case was completed with another device of the same product code.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.